Event description:
It was reported that during a whipple procedure, after the surgeon used the first clip, the clip did not come out consecutively. It was not reported how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.